Event description:
This report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR #3005099803-2009-04171 for the associated device info. It was reported to boston scientific corp that two rapid biliary stent systems were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a pt. After positioning the first stent, the guide/pull wire was unable to retracted to deploy the stent. The entire delivery system was withdrawn and the stent stayed in place. A second rapid biliary stent system was used and deployed the same way. The stents were deployed not by retracting the guide/pull wire, but by withdrawing the entire delivery system. The procedure was successfully completed with no reported pt complications. The pt was reported to be in fine condition after the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).